Event description:
Doctor stated area where hub meets the drain disconnected during removal of the drain. As a result, the pt had to go back into surgery to remove the drain.

Manufacturer narrative:
We are expecting the actual device to be received for our inspection. Meanwhile, the dhrs of both possible lots were reviewed and no deviations were found. Both possible lots were produced in accordance with the procedure and specification. We sample test every batch of our flat drains for tensile strength in the hub area. The actual production parts were tested for tensile strength test in the connection area and the results were conforming. The final report will be submitted to FDA after the actual sample will be received and inspected.